Event description:
Patient was implanted with a knee interpositional device in 2007. The surgeon indicated that the implant was removed due to impingement and effusion. Patient received a total knee replacement following removal of the interpositional device in 2009.

Manufacturer narrative:
Surgeon indicated that knee interpositional device was explanted because of impingement and effusion. Patient was revised to a tkr. Device history record indicated that the device was manufactured to specifications.